Manufacturer narrative:
Device model, lot number and expiration date are not available from the facility. Di is determined by the model # and is therefore unavailable. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced due to complications with the implantable cardioverter defibrillator (ICD), possible occlusion. The intent of the procedure was to extract one right ventricular (rv) ICD lead. A spectranetics glidelight laser sheath was utilized for the extraction. A tear occurred in the superior vena cava (svc). There was no blood for transfusion in the room, no transesophageal echocardiogram (tee), and the cardiothoracic surgeon was on call, but not scrubbed in. The patient expired.